Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission, right ventricular (rv) oversensing alert was noted. Review of episodes indicated that the implantable cardioverter defibrillator exhibited post paced t-wave oversensing. Programming changes were suggested. The patient was in stable condition.